Manufacturer narrative:
Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period.

Event description:
It was reported that during patient use, the batteries for the cardiosave intra-aortic balloon pump (iabp) went out, and the backup battery was not detected. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
(B)(6). A getinge field service engineer (fse) determined via phone conversation that the iabp was not pushed all the way into the cart which caused the batteries not to charge. The customer was instructed to and then did fully pushed the iabp into the cart and the batteries started to charge. All safety, functionality, and calibration checks were performed and the iabp unit was cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.